Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incident of diabetic ketoacidosis. It was reported that the patient changes her insulin cartridge every two weeks. The last cartridge change was the previous day, at 8:58pm. The reporter stated the patient's blood sugars had been running 400-500 for the week prior to the hospitalization. Upon admission to the hospital, the patient had a blood glucose of >600 mg/dl. The patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.